Event description:
Complainant alleged that the device failed to power up on battery power, the device failed to charge the energy with ac power. Complainant did not indicate that there was any pt involvement in the reported malfunction.